Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "a puncture is performed for insertion of the PICC catheter, the guide enters without complications, the needle is removed, the dilator is advanced, when an attempt is made to withdraw it, it is stuck to the white peel, which prevents the passage of the catheter, several maneuvers are attempted but it is not possible. Remove it. The procedure is suspended. The device is not available to evaluate since it was used in a possible covid patient." No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: "a puncture is performed for insertion of the PICC catheter, the guide enters without complications, the needle is removed, the dilator is advanced, when an attempt is made to withdraw it, it is stuck to the white peel, which prevents the passage of the catheter, several maneuvers are attempted but it is not possible. Remove it. The procedure is suspended. The device is not available to evaluate since it was used in a possible covid patient." No patient harm was reported. The patient's condition is reported as fine.